Event description:
Healthcare professional reported "device rupture, diagnosed by ultrasound." Healthcare professional later reported "capsular contracture baker grade unknown-pending histology." This record is for the right side. The device has been explanted and was not replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear), delamination on orientation dot assessed as adhesive failure and missing assessed as inconclusive. Shell thickness was within specification). ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.2., b.5., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "device rupture, diagnosed by ultrasound." Healthcare professional later reported "capsular contracture baker grade unknown." Healthcare professional later reported "there was an increase in rippling with increasing, painful hardening, capsular fibrosis stage 4 after baker, painful mammary deformity. Capsule formation, double capsule and implant rupture. Since implants related to bia-alcl the patient was very anxious and unsettled, severe depression and extensive scarring, pronounced giant cell fraction granulating inflammation reaction with detection of silicone." This record is for the right side. The device has been explanted and was not replaced.

Manufacturer narrative:
The event of double capsule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d4, d.6a, d.6b, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "device rupture, diagnosed by ultrasound." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "device rupture, diagnosed by ultrasound." This record is for the right side. The device remains implanted.